Manufacturer narrative:
H2: product analysis # (B)(4) part#559200008 lot#h5790966 visual and optical inspection confirmed the c ring of the mas screw has been damaged. The damage to the screw head is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used in posterior lumbar interbody fusion therapy. Levels implanted were l3-s1. It was reported that upon inserting the 6.5 mm osteogrip screws into proper an atomic position, he began placing the heads onto the screws. As he was advancing one of the screws to a deeper depth the mas screwhead for 5.5 mm rod came off after locking onto the shank. He retrieved the head from the incision and was handed a new head which worked perfectly. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the pre-op information given to rep was: ¿l3-l4, l4-l5 and l5-s1 bilateral laminectomies and facetectomies, plif with cages.